Event description:
It was reported the patient was reprogrammed last june and had been feeling shocking ¿real bad¿ since then. The patient noted they had adjusted it and it was still shocking them. Patient noted both leads had ¿gone out¿ and they have to be replaced. The patient¿s stimulation was turned off because they were not having relief and they could not take the shocking.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v697763, implanted: (B)(6) 2011, product type lead; product ID 3093-28, lot # v697763, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had uncomfortable stimulation. The patient was reprogrammed a few months prior but they had turned stimulation off. It was noted there were impedance readings greater than 4000 ohms on some of the bipolar pairs. It was also noted they planned to revise the lead. Follow up reported the patient only had one programmable option because all other electrode combinations had greater than 4,000 ohms impedance. No cause was determined, no trauma, patient was describing an uncomfortable stimulation and impedance issues were noted. The issue had not been resolved. Patient¿s device was still off and they were in need of a lead revision. There was no planned date on the revision. The patient was not doing well and they were not receiving therapy. Patient was having bowel accidents.

Manufacturer narrative:
(B)(4).